Event description:
It was reported: two pantanail devices were sent as replacement for expired consignment stock. When they arrived both had damaged packaging. Only the one listed in this complaint has the possibility that sterility has been compromised. They need to be replaced as soon as possible to enable pantanail surgeries to proceed. Additional information received on (B)(6) 2014: the package was damaged and both the pantanail packages inside were also damaged (one is still usable). No patients were involved and no surgery was delayed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.